Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Concomitant medical products: 51-199300 sirius winged centralizer. (B)(4). This report is number 1 of 4 MDR's filed for the same patient (reference 0001825034-2017-00646, 0001825034-2017-00647, 0001825034-2017-00650 and 0001825034-2017-00652).

Event description:
A patient enrolled in a clinical study, it was reported that the patient's hb dropped to 86 post-implantation. After the patient was given one unit blood transfusion the hb came up to 113. The patient lost 200ml of blood during the procedure.

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch.